Manufacturer narrative:
Method, results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported occasionally it would seem like he wasn't receiving enough insulin. Pt stated, his blood glucose levels would go up into the 400's mg/dl without explanation. Pt's normal blood glucose level is around 100's-200's mg/dl. Pt reported, he did not have difficulty inserting the infusion set and there was no visible insulin leakage or smell. Pt stated, his blood glucose went up into the 400's mg/dl several times usually about 24 hours after inserting the infusion set. Pt reported, one time when he removed the infusion set cannula, it had a bend at the end of it. Pt stated, these issues began a few times in the 2 weeks he has been using the infusion set. Pt has discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second part to address the issue. No product return was requested.